Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on his chest under the clips on the lifevest. The patient's pharmacist recommended a water based cream to be put on the rash. After using the water based cream in addition to some (B)(6) pills, the irritation improved.